Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was january 31, 2019 where it was reported that the device was tearing and bunching up the skin and the bearings, side plates, and comb were replaced. This is not a related issue. On april 3, 2019, it was reported that the mesher was broken and could not ratchet; does not fully perf skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Follow up with the nurse stated that she did not have specific information about any of the devices or the surgeries they were used during, but she knows that they are having problems with all of them. Mostly the carriers breaking and not meshing the skin correctly. She stated most of the time it was issues with the cutters and the handles not turning correctly. She also stated that they just needed to be looked at and it is very very irritating that they are having issues with all the devices. Product review of the skin graft mesher on april 10, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The ratchet gear was in the handle backwards which prevents the ratchet gear from moving. The roller and gear had visible damage. No cutters or carriers were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 10, 2019 which included replacement of the ratchet set screw, comb, roller, roller gear, and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300166138 dated 4/3/2019. The root cause of the device being broken and not ratcheting was due to the ratchet gear in the handle being backwards preventing the ratchet gear from moving. The root cause for the device not fully perforating grafts was due to a damaged comb. It is unknown how the ratchet gear and comb became damaged. No cutters or carriers were returned for evaluation. The device was noted to be functioning as intended after the ratchet set screw, comb, roller, roller gear, and comb spring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device doesn't ratchet/doesn't fully perforate skin. There was no harm or delay and another device was used. It was reported that there was no specific information about the device, or the surgery it was used during, but the customer stated that they are having problems, mostly the carriers breaking and not meshing the skin correctly. Stated most of the time it was issues with the cutters and the handles not turning correctly. Stated that they "just needed to be looked at" and it is "very very irritating" that they are having issues. Event occurred during surgery; there was no patient harm, they are having to spend time during surgeries preparing alternate meshers; she was unable to estimate the delay. No additional consequences were reported.